Manufacturer narrative:
Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer.

Event description:
The customer reported via phone call that reservoir lip ring was broken. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.